Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamiton medical ag: vent shut down after MRI scan when leaving outside of room - log shows tf 485001, tf 4431001 tf446029 and check teslaspy yellow alarm, this is second time device did this with same tf errors - first time (B)(6) 2023 completed full pm and voltage checks (all found within limits none were found near high or low limits. After the first-time device returned. Second time device in biomed for duration - called and followed technical advice and ordered new control board part order 2 /27/24. Pt manually bagged until curcuit moved to second nearby vent.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: vent shut down after MRI scan when leaving outside of room - log shows tf 485001, tf 4431001 tf446029 and check teslaspy yellow alarm, this is second time device did this with same tf errors - first time on (B)(6) 2023 completed full pm and voltage checks ( all found within limits none were found near high or low limits. After the first-time device returned. Second time device in biomed for duration - called and followed technical advice and ordered new control board part order (B)(6) 2024. Pt manually bagged until circuit moved to second nearby vent.